Event description:
It was reported that both the atrial and right ventricular (rv) leads dislodged. The patient received shocks due to the rv lead oversensing of atrial fibrillation (af). The leads were repositioned and the rv lead remains in use. The atrial lead was turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 6947m, implantable tachy lead, implanted: (B)(6) 2014. Product ID: dtba1d4, implantable cardioverter defibrillator (ICD), (B)(6) 2014. (B)(4).